Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced one infusion set issue on (B)(6) 2026. The patient experienced insulin flow block. No further information available.